Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox sv balloon ruptured at 14 atmospheres during the second inflation. The ruptured balloon and delivery catheter were completely removed from the body and lesion dilatation was completed using additional fox sv balloon catheters. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a conclusive root cause could not be determined. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.